Event description:
The customer reported that, prior to use on a pt, the iabp generated an "auto fill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative confirmed k6 (vent) sticking and verified auto fill failure in fault log. He replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).